Event description:
The consumer reported that she was conducting a self test with the binaxnow covid-19 ag self test otc 2 test pack on (B)(6) 2021 when she accidentally squirted the reagent into her right eye. The patient was advised to call medical professional for medical assistance or advice. Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. The safety data sheet (sds) could not be provided to the customer since the customer refused to provide their contact information. According to the package insert in195150c v3.0: precautions the reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. The product will continue to be monitored and tracked.